Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had two no delivery alarms within the week of the call. Blood glucose level during the first no delivery alarm was 437 mg/dl and 495 mg/dl during the second. Blood glucose level at the time of the call was 331 mg/dl, which the customer treated with a manual injection. The customer was unable to troubleshoot as the no delivery alarms were a past occurrence. The customer will not return the product for analysis.